Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive investigation. As no lot number was identified, a manufacturing device history record (DHR) review for product/process changes for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The available information was analyzed and was inconclusive without a sample to evaluate therefore a root cause could not be identified for this complaint. Processes were reviewed in order to identify the possible causes for the possible condition of leaking: machine malfunction, unintentional customer misuse, product inspection inadequacy or not performed, or a sharp object was used that came into contact with the catheter are all possibilities. Sharp objects should not be used with a catheter. The complaint has not been identified as manufacturing related issues. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plan are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports an umbilical vessel catheter (uvc) had been leaking during the day shift with attempts to assess the source. The actual catheter had a hole in it. The line was repaired and it returned to normal function with accurate waveform. The line was in place 5 days (119 hours) and it is unclear exactly how long the line was leaking. The customer further reports that there was no loss of blood from the catheter; only fluid was noted.